Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f367 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f367 for the reported issue shows no trends. Trends were reviewed for complaint categories, pto leak, alarm #49: return bag - air detected. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a pump tubing organizer (pto) leak during the treatment procedure. The customer stated they received an alarm #49: return bag air detected alarm when they noticed fluid leaking from the red blood cell pump inside the pto. The customer stated approximately 444 ml whole blood was processed before the leak occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated there were no alarms during the prime phase of the procedure. The customer stated the patient was stable and had started a second procedure after on another instrument. The customer has returned the complaint kit and photographs for investigation.

Manufacturer narrative:
Correction: device manufacture date. The complaint kit, smart card, and photographs were returned for analysis. A review of the customer provided photographs verify that blood leaked out of the red cell outlet tubing inside the pump tubing organizer (pto). The red cell pump tubing from the complaint kit was pressure tested and confirmed the leak at the joint between the elbow and the red cell tubing. A review of the data recorded on the returned smart card determined that the kit was primed without issue. A system pressure alarm posted at approximately 202 ml whole blood processed (wbp) which is likely when the pto leak occurred during the treatment. There was no record of an alarm # 49: return bag - air detected on the smart card as reported by the customer. The root cause of the pto leak at the red cell outlet tubing was most likely manufacturing operator error due to a weak bond joint during the manufacturing process. Re-training has been completed for manufacturing operators who perform this operation. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2018.